Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device replacement for normal eri, an increased capture threshold and a decreased sensing value was noted on the right ventricular (rv) lead. No lead damage was observed. The rv lead was capped and replaced. The patient was stable.